Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. The baseline age/gender is (B)(6) and male. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿chronic kidney disease and implantable cardioverter defibrillator related complications: 16 years of experience.¿ journal of cardiovascular electrophysiology. 2014;25(9):998-1004. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article references device infection, hematoma, pneumothorax, lead ¿failures,¿ and lead ¿complications.¿ the status of the product is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.